Manufacturer narrative:
Lot review: a review of the complaint database cited no other complaints for the 011-461014-92. Visual analysis: 2/10/2017- received one used 011-46101-92, transpac IV monitoring kit w/ 03 ml squeeze flush device, admin set and tp4, reported lot# 3333993. The pressure tubing was confirmed to be separated from the male luer which was connected to the stopcock. Functional testing: unit was visually examined. The pulled out tubing for both units were observed to have a solvent ring all the way around the tube. Final analysis summary: the reported complaint of tubing pulled out was confirmed. The root cause of the failure could not be determined as the tubing was observed to have an adequate solvent bond. ICU medical will continue to monitor and trend the reported complaint.

Event description:
Complaint received regarding one 011-46101-92, monitoring kit w/ 03 ml squeeze flush device, admin set and tp4, lot# unknown. Report states: tubing was not glued on the zeroing stopcock and it disconnects from the luer lock connector. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the complaint database cited no other complaints for the (B)(4).

Event description:
Complaint received regarding one (B)(4), monitoring kit w/ 03 ml squeeze flush device, admin set and tp4, lot# unknown. Report states: tubing was not glued on the zeroing stopcock and it disconnects from the luer lock connector. No adverse patient consequences reported.